Event description:
It was reported patient presented for battery change out procedure. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted, and patient will be monitored closely. There were no adverse consequences to the patient.